Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The customer reported that the system was not firing the laser prior to the procedure. There was no patient impact. The company representative examined the system and was able to confirm the reported event. The laser indirect ophthalmoscope (lio) radio frequency identification (rfid) fiber was replaced. Preventative maintenance (pm) was performed. The system was then tested and met all product specifications. The system was manufactured on july 7, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming laser indirect ophthalmoscope (lio) radio frequency identification (rfid) fiber. (B)(4).

Event description:
A nurse reported that the laser did not fire prior to the procedure. There was no patient involvement.